Manufacturer narrative:
Root cause appears to be the result of excessive force placed on the instrument during use. Caution should be taken not to over-torque the instruments.

Event description:
Contact reported the doctor was removing spinal hardware from a pt. The pt had previously had the hardware implanted in 2003 and a complete fusion had occurred. During removal, two instruments broke. All hardware was able to be removed, however, there was a delay to the case in excess of 30-min. There was no adverse pt consequence. Device# 2. See also 1526439-2006-00169.